Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the mosaic valve, one of the stents became folded and asymmetrical compared to other stents. This issue occurred during the rotation of the holder while leaving enough space between the stents. The device was never implanted.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the mosaic mitral valve was returned with the valve holder still attached to the sewing ring. The stent posts appeared partially deflected inward. Measured distance between the posts were as follows: left-right to left-noncoronary: 7 mm, left-right to right-noncoronary: 6 mm, right-noncoronary to left-noncoronary: 11 mm. According to the mosaic mitral IFU, ¿the cinch mitral holder is considered fully deflected when a gap of 1 to 2 mm exists between any 2 of the 3 stent posts¿. The measured distances indicated that the device did not reach the fully deflected state. The suture on the holder leg attached to the right-noncoronary stent post was broken. The cinch suture line on the rotor was pulled out, exposing a broken tip. The exposed suture tip appeared jagged, consistent with suture breakage. The suture tip from the holder leg showed a similar jagged appearance. The cinch suture line that had been pulled from the rotor measured 22 mm (0.87 inch). This length is shorter than historically observed lengths in previously returned valves that had been over-cinched. The comb ination of incomplete stent post deflection and the reduced cinch suture length suggest the cinch mechanism experienced a premature break. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that no damage or abnormalities were observed on the stent that folded. It was stated that the device was inspected immediately upon removal from its packaging with no issues noted at that time.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.